Event description:
It was reported that the patient experienced an inflatable penile prosthesis (ipp) reservoir migration out of the inguinal ring. Around 18 months later, a revision surgery was performed in which the existing reservoir was removed and replaced. There were no patient complications reported.